Event description:
It was reported that during an ablation procedure, the antenna positioned using ultrasound guidance. "Unfortunately, it stopped working shortly after start of ablation at 100w". The antenna removed and the procedure was completed with a competitor¿s system and needle. There was no patient injury. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".